Event description:
The customer received questionable ion selective electrode (ise) sodium, ise potassium, ise chloride, calcium, glucose, creatinine plus, and total protein (tp) results on their c501 analyzer for two days. The customer provided data for two patients with discrepant results reported outside the laboratory. The initial samples were run in aliquot cups from the mpa. The repeat samples were run on the primary tubes. Patient one's initial sodium result was 98 mmol/l accompanied by a data flag. The repeat result was 99 mmol/l accompanied by a data flag and was also run in an aliquot cup. The result was questioned by the ER staff. On (B)(6) 2011, the sample was repeated on another c501 analyzer (c3), serial number (B)(4), and the result was 138 mmol/l. Patient one's initial potassium result was 3.2 mmol/l. On (B)(6) 2011, the sample was repeated on c3 and the result was 4.3 mmol/l. Patient one's initial chloride result was 71 mmol/l. On (B)(6) 2011, the sample was repeated on c3 and the result was 102 mmol/l. Patient one's initial creatinine result was 0.94 mg/dl. On (B)(6) 2011, the sample was repeated on c3 and the result was 1.35 mg/dl accompanied by a data flag. Patient one's initial glucose result was 69 mg/dl. On (B)(6) 2011, the sample was repeated on c3 and the result was 98 mg/dl. Patient one's initial tp result was 4.8 g/dl. On (B)(6) 2011, the sample was repeated on c3 and the result was 7.0 g/dl. Patient one's initial calcium result was 6.7 mg/dl. On (B)(6) 2011, the sample was repeated on c3 and the result was 9.8 mg/dl. Patient two, a (B)(6) female, had her initial sample analyzed on (B)(6) 2011 and the repeat results were analyzed on (B)(6) 2011 on the c501 analyzer with serial number (B)(4). Patient two's initial sodium result was 171 mmol/l accompanied by a data flag. The result was repeated and the result was 171 mmol/l accompanied by a data flag and was also run in an aliquot cup. The result was questioned by the ER staff. The second repeat result was 140 mmol/l. The third repeat result was 143 mmol/l and issued as a corrected report. Patient two's initial potassium result was 5.2 mmol/l. The repeat result was 4.4 mmol/l. Patient two's initial chloride result was 127 mmol/l. The repeat result was 105 mmol/l. The customer considered the final repeat results to be correct. There were no adverse events. The calcium reagent lot number was 64932001 and the expiration date was 03/31/2012. The sodium electrode lot number was m74 and the expiration date was 11/30/2012. The potassium electrode lot number was u62 and the expiration date was 09/30/2012. The chloride electrode lot number was x90 and the expiration date was 09/30/2012. The creatinine, glucose, and tp lot numbers and expiration dates were not provided. For the sodium discrepancy, the field service representative found contamination in the ise diluent solution. The reagents on the ise were replaced by the customer before the visit by roche service. He performed ise checks with results within manufacturer's specifications. He performed a precision test with passing results. Quality control in the laboratory's reference range meet the manufacturer's specifications. He also stated the laboratory tech admitted that old, unused cups in the aliquot racks are not always discarded, that sometimes they are loaded onto new racks to be used later. He advised them there was a trash can that is used for disposing empty or near empty reagent packs that sits neat the output buffer area of the mpa along with a cart where the used trays and racks are stored. He advised that any splashing that occurs from the reagents being tossed into the trash could be contaminating the reused cups. He advised the customer that once a cup has gone through the system, whether used or not, it should be discarded.

Manufacturer narrative:
No root cause could be determined based on the information provided. No adverse events were reported.